Event description:
It was reported that the audio bolus button presses was not activating the desired pump functions and the keypad buttons were sticking. The keypad is reportedly is intact and the pump reportedly has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact and the ok/up/down/contrast buttons were responsive during testing; however, the audio bolus button was unresponsive to user inputs during testing, the bolus button slug was misaligned, and there was evidence of adhesive/contamination under the all key contacts.